Event description:
Taken from written report: "we started the unit at the same settings as last visit. After 3 minutes, patient reported a stinging sensation. Checked contact of soundhead and settings. Paused treatment and changed setting to 1:1w/cm2 and resumed. Patient reported stinging sensation again. Discontinued ultrasound and pain stopped. Applied ice pack for 15 minutes."======================manufacturer response for ultrasound unit, pt, vectra genisys (per site reporter).======================unit has been returned to the vendor for repair, device failed performance tests.